Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's pump was cracked as result of a car accident. His blood glucose was 547mg/dl at the time of reporting, which he treated with his insulin pump. Prior to his accident, he reported an emergency room visit for high blood glucose. He was experiencing ketones, and was released after being treated with insulin. He was advised to revert to his backup plan. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
The insulin pump was received with a slightly bleeding lcd glass. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump cracked lcd window above the escape, down and act buttons, cracked reservoir tube lip, scratched reservoir tube window, minor scratched lcd window and broken belt clip slot. The insulin pump was returned without the original belt clip.